Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the following: due to wear of flexibility adjustment ring, flexibility adjustment function does not work; light guide lens has a crack; adhesive bending section cover or distal sheath rubber has a crack; and due to wear of angle wire, bending angle in upwards direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, air/water channel clogged. This event occurred during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, found that the nozzle unit was clogged. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to insufficient or incorrect reprocessing per the device being returned to olympus without reprocessing being conducted/completed at the user facility. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: - inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.